Event description:
It was reported that the patient's log files were submitted due to several no external power alarms on (B)(6) 2025. The low voltage hazard events were the result of the mobile power unit (mpu) suddenly losing power. The system controller switched to the emergency backup battery (ebb) when the external power was lost. These events resolved when external power was completely restored. No abnormal controller alarms or pump faults were seen in the log file. The pump appeared to be operating as intended. It was unknown if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured three no external power alarms on (B)(6) 2025 while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by a losses of ac power, as the voltage within both power cables steadily decreased leading up to the alarms, and the alarms resolved within a few seconds when power was restored to the system. No other notable events were observed, and the pump operated as intended throughout the data. The mpu (serial number (B)(6) was not returned for analysis. No further information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.